Event description:
While troubleshooting for a slow flow supply alarm, a home patient (hp) indicated that a supply bag disconnected from a cassette. No alarm was identified in conjunction with the disconnection. A technical service representative (tsr) instructed the hp to end therapy. The hp planned on completing therapy using new supplies the following morning. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The cassette has been reported as unavailable for evaluation. Should additional relevant information become available, a supplemental report will be submitted.